Manufacturer narrative:
Product complaint # (B)(4). Evaluation: the analysis results found that the device was returned with no damage in the external components. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 21 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. F the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an inguinal hernia repair on (B)(6) 2019 and the mesh was implanted. It was reported that during surgery, the device stopped working, and it delivered staples which didn't cling. Another like device was used to complete the procedure. There were no adverse patient consequences reported.